Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 186 and 77 mg/l within 10 minutes. There was no reort of death, serious injury or mistreatment associated with this event.